Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was also identified within the balloon which is an evidence of a device leak and would suggest that the device had been used. Functional analysis was performed, and the balloon was inflated; however, a pinhole was found on the distal of the proximal balloon bond. The balloon material, tip and markerband had no issues. A visual and tactile examination identified no kinks or damage to the shaft. It is likely that the failure may be related to the contact with a sharp object during preparation for the procedure. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a nephromax nephrostomy balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was noticed that the balloon leaked from the tip. The procedure was completed with another nephromax nephrostomy balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.